Manufacturer narrative:
The investigation into the reported access site bleeding and saturated flow has been completed since the original report was filed. Impella 5.5 s2 pump was returned with pump cut open at the motor housing end. Visually inspected and biomaterial ingestion was found to be present in the outflow cage and impeller of the pump. The cath anchor blue button repositioning unit was visually inspected, and no damages were observed. No other abnormalities were found. The data logs were reviewed and there was motor current spike observed after several suction events. Also, several false alarm of impella in aorta alarm was found after motor current spike followed with saturated flow. Purge pressure rise was observed in span of 5 minutes post the biomaterial ingestion. Device was explanted due to pump being saturated. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. The cause of the high purge pressure issue was due to biomaterial ingestion in the purge gap with purge pressure rise in 5 minutes after the motor current spike along and saturated flow.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was biomaterial with false alarm of 'impella in aorta' observed. All pertinent information available to abiomed has been submitted at this time.

Event description:
Optical signal issues were uncovered during investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 38-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient had significant swelling in right upper chest. Previous jp drain was pulled due to low output and pressure dressing applied. The patient was taken for CT which showed moderate amount of blood pocketed in tissue. The decision was made to bring the patient back to the operation room for a washout of the cutdown. Approximately 5 day later, saturated flows occurred which prompted explant of the device. A clot was removed from the surgical graft upon removal of the device and a new impella was inserted without further complications.